Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The fault was determined to be an electrical connection failure so the faulty input connector / backshell assembly was replaced. The device was returned to customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image on the monitor intermittently went out. A delay in the procedure of unknown duration occurred as an unreported back-up device was obtained. No harm to patient or user was reported.